Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) out of hibernation. The patient underwent an ipg explant procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware. This product was manufactured prior to implementation of the unique identifier (UDI) regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. The patient was experiencing difficulty charging the implantable pulse generator (ipg) out of hibernation. The patient underwent an ipg explant procedure and was doing well postoperatively. Device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware. This product was manufactured prior to implementation of the unique identifier (UDI) regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) out of hibernation. The patient underwent an ipg explant procedure and was doing well postoperatively.